Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital setting other devices involved in this event: heartware ventricular assist system - battery/ (B)(4)/ model #: 1650de/ expiration date: 2016-09-30 UDI #: (B)(4) mfg date: 2015-09-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching events were observed with the batteries. The batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Log file data covering the event date were not available for analysis. As a result, the reported power switching could not be confirmed. Analysis of (B)(4) revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption and a communication error within the gas gauge integrated chip that monitors the battery and reports information to the controller. These observations caused the battery to trigger safety flags and become inoperable. A reset of both integrated circuits was not able to the remove the "wake" flag. This flag is cleared when internal communication has been established and the battery status is obtained. However, the battery was still not able to charge or provide power to a test controller. These are additional observations unrelated to the reported event and likely due to a memory corruption within the gas gauge and/or a faulty integrated circuit. Analysis of (B)(4) revealed that the unit passed visual inspection. During functional testing, the test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate with the main integrated circuit. An attempt to reset the main integrated circuit was able to reestablish the functionality of the battery. This is an additional observation unrelated to the reported event and likely due a faulty integrated circuit that controls the battery. Additional products: battery / (B)(4). D4: model #: 1650de / catalog #: 1650de / UDI#: unknown d10: yes, return date: 2018-03-26 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 120 h6 FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, d11, e1, e3, h10. A supplemental report is being submitted for corrections. B5 description of event problem corrected to include it was also reported that the batteries were removed from service. D11 concomitant product corrected from 1104-vad to mcs unknown vad. E1 initial reporter facility name corrected from (B)(6) city corrected from (B)(6) to (B)(6), region corrected to (B)(6) and postal code corrected from 1220 to 1090. E3 initial reporter occupation corrected from health professional (hpro) to other healthcare professional (othe). H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Additional product serial # (B)(6) UDI corrected from unknown to (B)(4). Product event summary: the batteries ((B)(6) and (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Logs covering the event date were not available for analysis. As a result, the reported power switching could not be confirmed. Failure analysis of the (B)(6) revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption and a communication error within the gas gauge integrated chip that monitors the battery and reports information to the controller. These observations caused the battery to trigger safety flags and become inoperable. A reset of both integrated circuits was not able to the remove the "wake" flag. This flag is cleared when internal communication is established, and the battery status is obtained. However, the battery was still not able to charge or provide power to a test controller. These are additional observations not related to the reported event and likely due to a memory corruption within the gas gauge and/or a faulty integrated circuit. Failure analysis of the (B)(6) revealed that the unit passed visual inspection. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit was able to reestablish the functionality of the battery. This is an additional observation not related to the reported event and likely due a faulty integrated circuit that controls the battery. An internal investigation evaluated battery main integrated circuit malfunctions. Additional products: d4: serial #: (B)(6) UDI #: (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the batteries were removed from service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.